Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubbles. The customer's blood glucose level was reported to be 200mg/dl. No further information could be gathered due to customer hanging up the line.